Event description:
(B)(4). I have pelvic pain to the point I am in tears and unable to move. Moods swing, lack of menstruation, headaches, weight gain, fatigue, lower back pain and hair loss. Dr has said removal needs to happen but lack of insurance coverage and money prevents me from being able to have it done.